Manufacturer narrative:
Evaluation device summary: service engineer evaluated the device and replaced air mix psol (pressure solenoid) and updated the device with latest software. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. Per review of the logs, the ventilator entered backup ventilation at the time of the event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during use on a patient, this 980 ventilator generated an alarm stating "est (extended self test) required and replace vent". It was also reported that "oxygen level goes to 21% and 100% but it doesn't go in between". Patient was removed from the ventilator and placed on an alternate ventilator with no harm reported. Upon review of the ventilator logs, the ventilator entered backup ventilation at the time of the event.

Manufacturer narrative:
Additional code added to section h6 conclusion and component codes. H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that this pb980 ventilator generated an alarm stating "est (extended self test) required and replace vent". It was also reported that "oxygen level goes to 21% and 100% but it doesn't go in between". The service personnel (sp) inspected the ventilator and confirmed the reported issue from the memory log. Sp checked the unit, found relevant error codes and replaced the air mix pressure solenoid (psol). The ventilator passed all testing per manufacturing specifications and was returned to the customer. Per review of the logs, the ventilator entered backup ventilation at the time of the event. One air psol was returned to medtronic for further analysis. The returned air psol was installed in a test ventilator and powered on in normal mode, without issue. Ventilation was initiated on a test lung. Oxygen was successfully set to 21%, 40%, and 90%. The ventilator was allowed to ventilate for 24 hours, during which analysis found no errors, alerts, alarms, or any other issues were generated. The event was isolated in the field to a potential fault with mix air psol. However the returned component was analyzed and no faults were found. With the information available a likely cause to the reported event could not be determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.